Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Distal screw didn't pass through the gamma nail. After trying to lock distally, twice, with use of the gamma3 targeting arm and speedlock sleeve, screw removed and left as it is, without any distal locking screw in place.

Manufacturer narrative:
Evaluation summary: the review of the manufacturing / inspection records of the returned target device revealed no discrepancies. A simulation of the pre-operative function test (as required per IFU) was performed on the returned target device. Sample devices were used in order to reproduce the reported event. The test revealed that function was fully given on target device. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. An additional target device functional test performed on the original function test device revealed that the test pins passed all of the holes of the device without contact, as well; no deviation was found. The actual cause of the event could be determined with the information given. No non-conformity was identified.

Event description:
Distal screw didn't pass through the gamma nail. After trying to lock distally, twice, with use of the gamma3 targeting arm and speedlock sleeve, screw removed and left as it is, without any distal locking screw in place.